Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5087152) on 17-jun-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included lisinopril and thyroid (armour thyroid). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), hypertension ("high blood pressure"), oedema ("pitting edema"), menorrhagia ("long heavy periods"), feeling abnormal ("brain fog") and fatigue ("fatigue"). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypertension, oedema, menorrhagia, feeling abnormal and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue, feeling abnormal, hypertension, menorrhagia, oedema and pelvic pain with essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.